Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The device was implanted successfully with complete laa seal. The patient was discharged on the same day of the procedure. The patient presented to the emergency room with chest pain the following night. A transthoracic echocardiogram was performed and a small effusion was noted. Plavix was discontinued and the patient remained stable as was discharged. The patient followed up the next day and a repeat echocardiogram was completed. The effusion was stable and plavix was to be continued. The patient remained stable without requiring additional intervention.